Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2017 the patient was admitted to the hospital for severe back pain and weakness. The patient then developed a fever, grew more lethargic and blood cultures had grown strep mitis. The patient then transferred to another facility on (B)(6) 2017 with concerns of endocarditis. The patient was put on ceftriaxone and fever, mental status and lethargy improved significantly. Furthermore, repeat blood cultures had no growth. A peripherally inserted central catheter (PICC) line was placed on (B)(6) 2017 and antibiotics were recommended for six weeks. The patient was sent back to rehab outside the hospital. It was later reported that the patient expired. There is no allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. Attempts have been made to obtain additional information; however, no response has been received. No further information is available.